Event description:
On (B)(6) 2024 an ilet user reported they experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. The hospitalization occurred because the user ran out of a dexcom g7 continuous glucose monitor (cgm) sensor and was unable to get a replacement, so they had no sensor readings, and their bg rose to 235 mg/dl. Panicking, the user went to the ER, where they were placed on an insulin IV drip, receiving three bags of insulin. After the hospital visit, they applied a dexcom g6 cgm sensor and resumed using the ilet.

Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after 6/29/2024, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data from the reported event date, the cause of the event cannot be determined. However, based on the event description, it is likely that this hyperglycemic event was caused by the user failing to replace their cgm sensor and/or enter a fingerstick blood glucose within the required time based on the functionality of bg-run mode, which led to suspension of insulin delivery.